Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw (20322r260) was inserted and deployed on at a2p2, reducing mr to a grade of 2. The clip was stable on the leaflets and remained fully closed, but the physician stated the clip had more mobility that he thought was ideal. To further decrease mr, an additional xtw (20721r2033) was inserted and the placed on the mitral valve. While performing the second final arm angle (efaa), the clip appeared to slightly open. Due to the mobility of the implanted clip, the physician did not want to remove the second clip. Therefore, the arm positioner was tightened, and the clip was successfully deployed. However, after deployment, the clip opened to roughly 50 degrees. Mr remained at a grade of 2. No additional clips were implanted and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) and clip opening while locked (cowl) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) video taken on a personal device (e.g. Smart phone, tablet) of a fluoroscope monitor was provided. The video shows fluoroscopy taken post deployment of the second clip (reported device) in which two fully deployed clips can be visualized. With the delivery catheter (dc) of the active cds (second cds used during procedure) fully retracted such that the radiopaque tip ring of the dc shaft is contacting the steerable sleeve soft tip. The bottom clip in the video is severely angulated relative to the fluoro view; based on the tip-to-tip distance of the clip arms, the clip appears to be fully closed (~10°) per the instructions for use. As such, it is assumed the bottom clip is the first implanted device which had no reported issue. The top clip in the video is slightly angulated relative to the fluoro view and the clip arm angle appears to be ~20° - 30°. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent the top clip in the video is opened to a larger degree than the bottom clip; therefore, the top clip is presumably the reported device. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided.¿